Event description:
The user reported that the device lost all audio during a case. There was no reported patient impact.

Manufacturer narrative:
(B)(4). While the device display provides visual indicators of alarms occurring, the device labeling does not represent that display data is continuously monitored by staff. In the presence of life-threatening events when no sound is audible, and no staff member is continuously monitoring the display, serious injury and/or death can occur. The user facility is in the process of returning the device to the device manufacturer for evaluation. Once evaluation and investigation is complete, the device manufacturer will file a supplemental report.